Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: investigation revealed an intact battery compartment and a fully secure battery cap. The black box data review revealed evidence of partially charged battery use on two occasions. Current draws measured within specifications; a battery life issue was not duplicated during testing. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.